Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the breath delivery (bd) power distribution printed circuit board (pcb) and the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, after a 980 ventilator was turned on smoke came out of the exhalation module. The ventilator was not in use on a patient at the time the reported event.